Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance, the device powered on, but the monitor screen was blank. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The customer has only sent the power supply board to zoll technical service for evaluation.